Event description:
Table will not work. Patient was moved to another room for completion of procedure. Patient was not under sedation. No reported injury.

Manufacturer narrative:
The biomed manipulated the splash crash guard which allowed the table will move in all directions with the footswitch. The customer was unable to operate the table with the handswitch. Tech support suspects that the handswitch is bad. The customer did not request a service call and will order a new handswitch if the operators desire it. The customer did not return the handswitch for investigation.